Manufacturer narrative:
Correction: b4 - added today's date of the follow-up correction report. B5 - corrected the description of event. D1 - corrected brand name. D2 - corrected common device name and product code. D4- added lot number, corrected catalog number and UDI number. G3 - added the date that the additional information was received. G4 - corrected eua /PMA/510(k) number. H6 - added code 3331 to the type of investigation. H10- corrected manufacturer narrative: investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Event description:
Reported false positive sars result for 1 asymptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Suspected false positive sars result for 1 patient. It is unknown if the patient was symptomatic. The customer communicated that the patient tested negative using another cassette and sofia analyzer. No additional confirmatory testing was mentioned.